Event description:
During implant, high impedance and low capture threshold were observed on the right ventricular (rv) lead. A different lead was used to resolve the event. The patient was stable following the procedure and there were no adverse consequences.

Manufacturer narrative:
The analysis could not confirm the reported events of high pacing impedance and an unacceptable threshold. Electrical testing did not find any indication of either conductor fractures or internal shorts. Visual and x-ray examinations did not identify any anomalies.